Event description:
The catheter was not working properly. The patient was not getting relief; the patient was not getting pain relief. A dye study was performed the wednesday prior to this report; the results of the dye study were unknown by this reporter. It was unknown when the issue started. The catheter was replaced with a new catheter. A portion of the existing catheter was left in the patient. After the revision the pump was being filled with morphine 1mg/ml and being started at .048 mg/day. Prior to the revision, the pump was delivering dilaudid. As of (B)(6) 2015, the patient was getting therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).